Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: unit seems to have been dropped (see photo in attachments). Replaced damage irrigation's complete ils to correct issue, also replaced damage lower chassis and top cover. Per sb 13f2-15, replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy mitek complaints system revealed 5 other complaints for this device's serial number. This pump is 8 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the fms duo+ pump was being used in a knee arthroscopy and the power to the unit shut off in the middle of the case. The customer tried cycling the power on the unit and needed to unplug the unit from the wall, wait for a minute, reattach the power cord, power the unit on and continue with the case. The sequence was performed several times throughout the case. The case was completed using the same unit with no consequence to the patient. One unit will be returned for analysis by the customer. Additional information received by mitek complaints on (B)(6) 2014: the sales rep reported that there was no delay in the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.